Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient was taken to the hospital and diagnosed with an infection (possibly mercer's disease; lancing of the site may also be required but this had not yet occurred. Symptoms reported included nausea, vomiting and fever. The patient was admitted to hospital and treated with morphine, antibiotics and steroids. Patient was released the following day and prescribed the following medications: clindamycin (900mg), to be taken 3 times daily for 10 days, as well as zofran (4mg), to be taken every 6 hours for 10 days. This pod was discarded.